Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient received phrenic stimulation from the lv lead, which is potentially due to lead micro displacement. The issue was resolved without any adverse effects to the patient.